Event description:
It was reported that the right ventricular had a drop in impedance. It was also noted that the right atrial lead exhibited low impedance. No other anomalies were noted. No device intervention was performed but lead replacement was discussed. Patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the right atrial and right ventricular leads were capped and replaced on (B)(6) 2018. Patient was well at all stages of the procedure.

Manufacturer narrative:
Correction: in follow-up report number 1 was initially left blank. The correction for the previous supplemental report should have been (B)(6) 2018.